Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that these types of events can occur under possible adverse effects: 1. Material sensitivity reactions. 15. Elevated metal ion levels have been reported with metal-on-metal articulating surfaces. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-01466 / 2014- 04951).

Event description:
Legal counsel for patient reported that patient underwent total left hip arthroplasty on (B)(6) 2009 and a revision procedure performed on (B)(6) 2013. Legal counsel reports patient allegations of pain and personal injury. A review of invoice history revealed that the initial left hip arthroplasty procedure on (B)(6) 2009. Invoice history confirmed the date of the revision procedure and that the acetabular cup, modular head and taper insert were removed and replaced. Additional information received in patient medical records indicates patient left hip revision performed on (B)(6) 2013 was due to pain and metallosis. The patient¿s operative report noted a membranous metal mass and clear yellow fluid at time of revision. Additional medical records were received and noted that on (B)(6) 2012 patient¿s blood was tested. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.